Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-56415.

Event description:
The customer reported via phone call that she was troubleshooting for a no delivery alarm and the infusion set was occluded. Customer's blood glucose level was 429 mg/dl.